Event description:
On 10/14/2011, the manufacturer received the report from a nurse at the surgeon's office that, during the patient's hospitalization for a possible infection in (B)(6), the patient's lead was observed extruding through her chest wall. The nurse indicated that she did not think that manipulation was possible because the patient is handicapped, confined to a wheelchair and cannot reach her chest or generator site. It was also indicated by the nurse that the patient does thrash around and "throw fits" but she is not sure if that could have led to the extrusion. The lead and generator were both explanted on (B)(6) 2011. The explanting surgeon indicated that there may have been some tissue break down due to a foreign body reaction caused by the new generator, however, it was confirmed that the lead body that was extruding was not coming through the generator replacement incision. The nurse indicated that the issues were solely isolated to the chest area with no problems in the neck. Attempts for additional information, including lead product information have been unsuccessful to date.

Event description:
On (B)(4) 2012, an operative report from the day of surgery was received and indicated that the patient had "breakdown of her wound and then some drainage". She was not having a fever. The patient's generator and lead were explanted at that time and it was indicated that the tissue quality was "quite poor". It was also noted that the patient's hardware could be visualized through the wound. It is unclear from the report whether this was the lead extrusion that the nurse reported previously. Additional information was then received on (B)(4) 2012 that the patient was healed and ready for implant, which then occurred on (B)(6) 2012. Attempts for lead product information have remained unsuccessful.